Event description:
During a laparoscopic nephrectomy, the buttons on the device were activating intermittently at the beginning of the resection. The footswitch was used to activate the instrument and completed the case with no pt consequence.

Manufacturer narrative:
Analysis summary: the analysis results found that the device was returned with the blade gouged. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The identified blade damage may have occurred from external contact during activation. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the mfg process.